Event description:
Lead was received for analysis. Product analysis for the lead was completed and approved. An analysis was performed on the returned lead portion and the reported fracture of lead allegation was not confirmed. The abraded insulation allegation was verified. During the visual analysis an abraded opening was observed on the outer silicone tubing. Note that the electrodes were not returned for analysis; therefore a complete evaluation could not be performed on the entire lead product. The abraded openings found on the outer silicone tubing, most likely provided the leakage path for the dried remnants of what appeared to have once been body fluids inside the outer silicone tubing. The condition of the returned lead portion is consistent with conditions that typically exist following an explant procedure. No other obvious anomalies were noted except for the setscrew marks found near the end of the connector pin indicating the lead had not been fully inserted into the cavity of the generator. The additional setscrew marks found on the lead connector pin provide evidence that, at one point in time, a good mechanical and electrical connection was present. Continuity checks of the returned lead portion were performed, during the visual analysis, and no discontinuities were identified. Based on the findings in the product analysis lab, there is no evidence to suggest discontinuities in the returned portion of the device which may have contributed to the stated allegations lead fracture. Note that since the electrode array section was not returned, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the patient was scheduled to have a battery replacement due to battery depletion. A new generator was used for the replacement and found that there was high impedance. Pin reinsertion was attempted but did not resolve the issue. It was noted that the lead had a visible break in the lining. Information was received indicating pre-op diagnostics were not performed. It is believed there was not enough current left to allow the device to run however not confirmed. A visual inspection of the lead caught the fracture in the silicon insulation of the lead. The lead was confirmed to have been replaced during the same surgery. Generator diagnostics was stated to have been performed to rule out any generator issues. It was reported the lead would be returned for analysis but has not been received to date. No additional relevant information has been received to date.